Manufacturer narrative:
(B) (4): final device was not available at the time of this report. A f/u medwatch report will be sent when the analysis is completed and/or when add'l info is received from the hcp.

Event description:
The device was damaged and non-functional; it was removed. The pt's outcome is unk.